Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report repeated c-34 errors on the integrated electrosurgical unit (iesu) or erbe. Prior to calling in, they tried rebooting the erbe with no change. They had also switched to another vision tower to complete procedure before they called in. They were unable to troubleshoot further as vision tower was disconnected from system. Onsite was not connected and was unable to view error logs. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to multiple c-34 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis, and the reported failure (c-34 error) was confirmed and reproduced on erbe connected to system. System logs showed (B)(6) c-34 errors. A visual inspection found the unit to have no significant scratches or dents. The front bezel is in decent condition. The c-34 error on start-up and mono coag activation erbe unit was placed on golden system and was run in normal mode. The probable root cause is attributed to an electrical component failure due to a voltage error.